Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and had pump error alarm. Customer's blood glucose value was 400 mg/dl at the time of the incident. Customer reports they were able to clear the alarm. Assisted with performing displacement test and passed. Customer states they are able to rewind the pump. Customer will not returned device for analysis.